Event description:
The pt received her ipg on (B)(6) 2011. It was reported the pt no longer has stimulation. The pt is experiencing intermittent charging and has to charge longer than normal as a result. The pt was sent a new charger to resolve the issue, however, she has not been able to use the new charger. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.